Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. You are reporting difficulty with the strap 12, can you indicate if there was any issue with the mesh? Provide the strap12 lot number? Were there any patient consequences?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and absorbable straps were used. During the procedure, the strap broke the mesh, in one sector, and in other sectors did not fix it. When the procedure was finished, the mesh came off. The surgeon had to fix all the material again, with competitor¿s product. There were no adverse patient consequences reported. Additional information has been requested.